Event description:
The information regarding the explanted device does not address the patient's clinical status but notes that the bipolar lead impedance was >1990 ohms. During surgery, normal lead function was observed so the pacer was replaaced.